Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number : (B)(4), batch/lot number: 14000757, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patients battery site was infected and open. Sign of oozing was noted and antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively.